Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Additionally, it was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.